Event description:
During routine testing of the device at the service center, the user observed tiny chips along the front right edge of the monitor. No other details regarding the nature of the event were provided. The monitor was originally returned for failure to power on. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.